Event description:
During baxter's functionality testing, a spectrum pump had constant downstream occlusion alarms. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter is continuing to investigate this condition. When the evaluation is complete, a supplemental report will be submitted.